Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A field service technician (fst) reported to fresenius that a repair on a 2008t machine was performed due to valve 105 stuck closed and valve 104/108 stuck closed messages during simulated rinse mode to watch the acid and bicarbonate pressures. It was found both values were not fluctuating and both were stuck. The heating rod was connection was checked and it was found the blue wire from the heating rod that was connected to the distribution board had a burn discoloration. The bmt stated the distribution board was going to be replaced. There was no patient involvement, no harm or adverse event reported. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation determines that there was causal relationship between the objective evidence (field service technician) and the alleged event; the alleged event confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A field service technician (fst) reported to fresenius that a repair on a 2008t machine was performed due to valve 105 stuck closed and valve 104/108 stuck closed messages during simulated rinse mode to watch the acid and bicarbonate pressures. It was found both values were not fluctuating and both were stuck. The heating rod was connection was checked and it was found the blue wire from the heating rod that was connected to the distribution board had a burn discoloration. The bmt stated the distribution board was going to be replaced. There was no patient involvement, no harm or adverse event reported. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: g3 date received for initial submission should have been 12/01/2022.

Event description:
A field service technician (fst) reported to fresenius that a repair on a 2008t machine was performed due to valve 105 stuck closed and valve 104/108 stuck closed messages during simulated rinse mode to watch the acid and bicarbonate pressures. It was found both values were not fluctuating and both were stuck. The heating rod was connection was checked and it was found the blue wire from the heating rod that was connected to the distribution board had a burn discoloration. The bmt stated the distribution board was going to be replaced. There was no patient involvement, no harm or adverse event reported. Additional information was requested but was not received to date.